Event description:
The customer reported that prior to use on a pt, the iabp displayed code #51 (adjusted motor speed out of spec) on start up. The iabp was replaced and the therapy was continued. No pt was involved.

Manufacturer narrative:
The company rep confirmed the event of code # 51 (adjusted motor speed out of spec) on start up. The company rep replaced motor control board (part # 0671-00-0004). The company rep performed calibration, functional and safety tests. The unit met factory specs and was returned to the customer. (B)(4).